Manufacturer narrative:
This report is submitted on october 24, 2023.

Event description:
Per the surgeon, the patient experienced ongoing headaches. The device was explanted on (B)(6) 2023. The patient was re-implanted with a new device in the same procedure.